Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-august-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the whole cup transfer for x transfer then verified alignments and ran controls and patient samples. All results were within acceptable range. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 4171 x axis cup transfer chuck home was the x-axis cup transfer assembly was defective.

Event description:
On (B)(6) 2015, a customer reported error 4171 x axis cup transfer chuck home with the aia-2000 analyzer. The error occured while running calibrations and controls. The customer performed an all set home function and that fixed the error. The customer is unable to run e2, prl, progii, pth, fsh, and lhii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prl, progii, pth, fsh, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.